Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's ipg was explanted due to ineffective stimulation.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03026, 3006705815-2021-03027. It was reported surgical intervention make take place for an unknown reason. No other information is known at this time.